Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was to undergo a pocket revision due to pocket pain. The physician chose to explant the entire system and re-implanted a new ipg and paddle lead.